Event description:
Pt sustained burn as a result of o2 fire in the operating room. Pt on o2 mask for procedure, fully draped, when cautery used for the first time, flash fire around o2 mask occurred. Cream applied to burn area. Incident not related to equipment failure, medical device used is noted in section d. Inhouse procedure relating to use of o2 with cautery unit currently being evaluated.